Event description:
The customer reported the curves are frozen and are not displaying data in real time. It is unclear if the waves appeared to be functioning but were frozen, or if the monitor was frozen. The device was in use monitoring patients. There was no report of patient or user harm.